Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. The black box shows on (B)(6) 2012 at 07:07 a "replace battery" alarms was recorded, the alarm was not confirmed until 11:51. The black box shows the pump was not in use between (B)(6) 2012 04:29 until (B)(6) 2012 03:59.

Event description:
The patient's health care professional contacted animas on (B)(6) 2012, reporting an issue with the patient's pump; no further information was provided. The patient contacted animas on (B)(6) 2012, reporting blood glucose levels into the 400-500mg/dl range with nausea; there was no specified date associated with the blood glucose levels. The patient reported using injections and changing the infusion site to get blood glucose levels down. The patient did not have the pump on hand to review at that time. The patient contacted animas again on (B)(6) 2012, to complete troubleshooting of the pump. The patient confirmed that the pump settings were correct. The alarm history was reviewed and indicated that the pump emitted an occlusion alarm on (B)(6) 2012. The patient reported disconnecting from the pump in favor of an alternate treatment plan and the patient indicated that the health care professional requested the pump to be replaced. This report is made based on the allegation that the patient experienced hyperglycemia related to the patient's insulin pump therapy.